Event description:
The rep reported the device was used in a low anterior resection. It was reported the ax55b and a circular stapler of some size was used. The rep will give more info later. The pt is leaking stool from the drain a week post op. It is not known if the pt has been returned to surgery. 10/7/98 rep called to say the pt was re-operated on 10/1/98. The findings were the drain was in the lumen of the colon during sigmoidoscopy prior to the re-op. The re-op was a diverting temporary colostomy. The or staff was told by the surgeon that there were clean and fully formed donuts and the saline tests were performed and were fine at the time of the original surgery.